Event description:
"It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was rebooting repeatedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event."

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been repeatedly rebooting and displayed an error indicating a power failure. The field service engineer (fse) replaced the station power supply to resolve the issue. The fse conducted a follow up with the customer to ensure the station was functioning properly after the power supply replacement. The customer reported no further issues with the station shutting down. The system functioned as intended after the field service engineer repaired the device.